Event description:
The customer called for assistance with performing a control test using his contour system. He performed control tests during the call and received a result of "lo". The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab tested the returned reagent. Out of the 5 strips tested, 1 strip read 14 mg/dl (89 mg/dl low, out of spec). Results were satisfactory using retention reagent and the customer' s control solution.